Event description:
During six month f/u for intra-operative radiation treatment of the breast, the mammogram showed powdery material on and near the treatment site. Incident did not result in a pt injury.

Manufacturer narrative:
During six month f/u for intra-operative radiation treatment of the breast, the mammogram showed powdery material on and near the treatment site. Device has not been returned. Incident did not result in a pt injury. Company is collecting further info to ascertain this event. This MDR is related to MDR 3005594788-2011-00001.